Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt stopped feeling stimulation a couple of days after implant. An impedance check was done and one lead showed >10,000 on all contacts. No fall or trauma reported. X-ray done, but did not show anything significant. It was decided to do a revision to see if the lead fracture or lose from ipg, but nothing noticed. Impedance still showed out of range even with new lead. The hcp decided to try a new ipg which worked fine with new reprogramming. The lead was not fractured. A revision was done on the pt and found that the lead was intact and feels that it was a programming error. The pt was now feeling stimulation again. Add'l info has been requested, but was not available as of the date of this report.